Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pull wire was advanced distal to the distal detachment tip (ddt) and was not within the alignment feature. The embolization coil was detached from the pusher assembly and had offset coil winds. The embolization coil was stuck inside the non-penumbra guide catheter. The non-penumbra catheter was undamaged. Conclusions: evaluation of the returned podj revealed that the pull wire was out of its initial position within the pusher assembly ddt alignment feature and extended distally to the ddt. If the device is forcefully retracted against resistance, the polymer section of the pusher assembly may likely elongate past the reach of the pull wire. If this occurs, the proximal constraint sphere may release from the ddt and allow the embolization coil to detach. The lantern identified in the complaint was not returned for evaluation. The root cause of the complaint could not be determined. Further investigation revealed offset coil winds along the length of the embolization coil. These damages were likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in the common iliac artery using pod packing coils (podjs). During the procedure, the physician successfully placed five ruby coils in the target vessel using a lantern delivery microcatheter (lantern). While advancing a podj into the target vessel, the physician noticed that part of the podj came out of the aneurysm; therefore, the physician decided to remove the podj. While retracting the podj, no resistance was experienced; however, the podj unintentionally detached in the lantern with part of the podj inside of the introducer sheath; therefore, the physician successfully removed the introducer sheath with the podj inside. The procedure was completed using a new podj and the same lantern. There was no report of an adverse effect to the patient.